Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to diabetic ketoacidosis (dka) and kidney failure. The patient experienced seizures, unconsciousness and low blood glucose (bg) levels reaching less than 20 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. At the hospital medical professionals performed cardiopulmonary resuscitation (CPR), given intravenous therapy of fluids, oxygen and blood pressure management. The patient was prescribed seizure medication, medication for blood pressure and was also prescribed 3 different kidney medications that the patient is unable to recall the names of. The patient was released the following day.